Event description:
"The motor was not recognized during a spinal fusion case, a delay in surgery (5-10 min) occurred before they used an older ec200 to recognize the handpiece (no patient complications indicated)."

Manufacturer narrative:
The product was received and electrical tests showed no defects were present and the complaint could not be duplicated. Additional functional and mechanical evaluation showed upon manipulating the strain relief the foot control would activate the handpiece with rare intermittent short bursts of power occurring (less than 2 seconds) indicating a potential for patient impact. Visual inspection showed the boot cover for the lemo connector was not installed correctly leaving it partially receded and not allowing full insertion into the console. After correctly installing the boot, the foot control could be fully inserted into the console and the error could not be duplicated. The original complaint appears to be unrelated to the analysis findings for this foot control and based on our findings we are filing because of possible patient impact if this were to occur in surgery. The "date of the event" is based on the date that medtronic first became aware of possible patient impact. A review of complaint history found no similar complaints for the boot displacement. There is no remaining inventory of this finished goods lot number. A stock audit was performed of all inventories of finish goods for the displaced boot and all products were found to be within specification. No anomalies were found in electronic or hardcopy manufacturing documents.